Event description:
Distal portion of bag broke upon removal of the specimen. Complete bag was removed and a new bag was used to remove the specimen. Reportedly, there was no injury or impact to the pt.